Manufacturer narrative:
A customer notified biomerieux of a misidentification of bacteriodes splanchnicus as acinetobacter junii when using the vitek ms instrument. Biomérieux investigation was conducted. Bacteriodes splanchnicus is not included in the vitek ms knowledge base in use at the customer site. The organism is included in next v3.0 knowledge base as odoribacter splanchnicus (bacteroides splanchnicus has been reclassified as odoribacter splanchnicus (cf. Https://www.ncbi.nlm.nih.gov/pubmed/18175692)). Ecal mzml files from (B)(6) (before the misidentification) were analyzed and showed that all peak criteria was too low (all other criteria are ok). The last fine tuning was performed on (B)(6) 2016. Deeper analysis of ecal mzml files revealed a variability between the spectra: between 43 peaks to 86 peaks, this indicates that this might be more a spot preparation issue rather than a need for fine tuning. Recommendation is to check the spot preparation. Bacteriodes splanchnicus is not in the current vitek ms knowledge base v2.0. Vitek ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give noid or as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification (often the same genus level, but also wrong identification at genus level). For this specific case, the expected species is included in the next knowledge bases v3.0 et v3.1 and customer's mzml files are correctly identified with single choice results with this new database. This complaint is the first complaint recorded for a misidentification of bacteriodes splanchnicus since the launch of the vitek ms product. The investigation concluded the vitek ms system is performing as intended.

Manufacturer narrative:
An investigation into a mis-identification event while using the vitek® ms instrument was performed. A patient sample was identified by the instrument as acinetobacter junii instead of as bacteriodes splanchnicus. The bacteriodes splanchnicus identification was obtained by the customer performing pcr on the sample. A data analysis of the instrument back-up file was performed. Analysis of the ecal mzml files showed a variability between the spectra: from 43 peaks to 86 peaks. This variability is indicative of poor spot preparation. Bacteriodes splanchnicus is not in the current vitek® ms knowledge base v2.0. The vitek® ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give either "noid" or as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification. This is a known system limitation.

Event description:
A customer notified biomerieux that they had a mis-identification when using the vitek ms instrument. A patient sample was identified by the instrument as acinetobacter junii instead of as bacteriodes splanchnicus. The bacteriodes splanchnicus identification was obtained by the customer performing pcr on the sample. When specifically asked, the customer indicated no injury or death happened as a result of the mis-identification. An investigation has been conducted by biomerieux regarding this event.